Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: the audio bolus button was found to be unresponsive to button presses. The bolus button was removed and contamination was found on the internal components of the bolus button. Unrelated to the complaint, the battery compartment was found to be cracked below the finger pad extending down to the primary seal. There were no power loss issues with the pump. There was no evidence of moisture damage found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributer contacted animas stating the audio bolus button was unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.